Event description:
It is reported that the pt was revised for femoral implant loosening.

Manufacturer narrative:
Eval summary: no x-rays were provided from the revision surgery. Stem loosening can be caused by: improper implant size, poor initial fixation of press fit, porous coating debonding from titanium substrate leading to loosening, incorrect offset or neck inclination angle used, stem implanted in a rotationally misaligned with respect tot he reamed/rasp intramedullary canal, stem implanted in poor bone stock, loss of fixation due to bone fracture. From the info provided it is assessed that the most likely cause for the loose stem is the fracture of the femur distal to the proximal fit of the m/l taper stem implant, leading to a loss of bone integrity and press fit. The chasing of the child and the subsequent "step" most likely led to an impact load transferred through the stem to the femur leading to fracture. If true, this implies a well fixed stem at the time of the "step" to transfer the load to the femur. Based on this assessment, this incident is not considered a failure of the m/l taper stem implant. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.